Event description:
A female presented in 2009, for elective hysteroscopy, pelviscopy, d&c, and aspiration of ovarian cyst. The pt tolerated the procedure well and was discharged later the same day. Two days later, the pt presented to the emergency department and claimed that while voiding she felt something fall out of her vagina. She examined the object and felt that it was a piece of medical equipment from the procedure performed two prior. The pt did not bring the object into the emergency department, but did take a picture of the object which was shown to the ed provider. Nine days later, the ed provider was able to identify the object in question from a group of surgical instruments utilized during the pt procedure. The pt discharged from the emergency department following examination and treatment in the form of prophylactic antibiotics.